Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient¿s cgm displayed a reading of 72 mg/dl. No bg meter comparison value was reported at that time. The patient began exhibiting signs of confusion, prompting concern from his daughter, who suspected a possible hypoglycemic episode and transported him to the emergency room (ER). Upon arrival at the ER, a bg meter reading showed a value of 48 mg/dl. A cgm comparison reading was not obtained, as the patient did not have his phone with him. The patient was treated with an unspecified intravenous fluid and juice. He remained in the ER for approximately four hours. At discharge, the patient¿s bg meter reading was 124 mg/dl, and he was reported to be in stable condition. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.